Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with pole guide damage was confirmed but not reproduced during evaluation by the quality engineers. The root cause was assigned to a broken/cracked pole clamp assembly. The pole clamp assembly was replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. This involved an unremediated infusion pump with user interface module master software version 5.03.00.

Event description:
The facility reported a colleague infusion pump with "pole guide damage". This condition had the potential to interrupt delivery. It is unknown when and where this event occurred. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury, medical intervention, or adverse event in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.